Event description:
It was reported that during a left hemicolectomy procedure, the device would not apply the staples properly. The anastomosis thus reopened and another device had to be used. No adverse pt consequences have been reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.